Event description:
Allegations of fatigue, cognitive dysfunction, myalgia, arthralgia, sicca symptoms, alopecia, photosensitivity, petechiae, thalangiectasias, bladder irritability, sleep disturbance, balance disturbance, night sweats, burning pain in chest wall, serologic abnormalities with a positive ana, and lymph adenopathy.